Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the unspecified sst vacutainer blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, the tube has a low draw issue ."